Event description:
The patient developed (B)(6) 2011 and had to have her entire system revised. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).